Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician tried to set the implantable pulse generator (ipg) to asynchronous pacing but this could not be completed. The device was then programmed to an appropriate setting so the patient could have the magnetic resonance imaging (MRI) scan. After the MRI, the ipg was reprogrammed. The ipg remains in use. It was since noted that the physician did not programme or enter a rate in the asynchronous pacing mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.